Manufacturer narrative:
Batch review performed on 01-dec-2023. Lot 1810302: (B)(4) items manufactured and released on 13-mar-2019. Expiration date: 2024-03-04. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
The patient came in reporting lack of range of motion. At about 4 years and 5 months after primary, the surgeon decided that the patient needed more cup inclination and range of motion, so he revised the cup, head and liner. The surgery was completed successfully.